Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) leadless pacemaker (lp) was difficult to dock to the delivery catheter. After fixation and release, the lp became lodged horizontally in the tricuspid valve. Multiple attempts to retrieve the lp were made due to difficulty attaching it to the retrieval catheter. When retrieving the rv lp with the retrieval catheter, the rv lp prematurely separated from the retrieval catheter and dislodged to the right atrium. The rv lp was able to be retrieved and replaced to resolve the event. The prolongation of the procedure was clinically significant. The patient was in stable condition.

Manufacturer narrative:
The reported event of difficulty docking was not confirmed. As received, a catheter was returned in one piece without the device attached. Visual and x-ray examinations of the catheter did not find any anomalies with the exception of procedural damage. Dimensional analysis was performed and found all measurements that were taken met device specification. The associated device was able to load and release without any difficulty.